Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient sample tested on a cobas 6000 c (501) module. From the data provided, a reportable malfunction was provided for sodium and chloride. The initial sodium result was 116 mmol/l. The patient sample was retested on both the same analyzer and on another cobas analyzer. The repeat sodium result from the same analyzer was 137 mmol/l. The sodium result from the other cobas analyzer was 138 mmol/l. The initial chloride result was 112 mmol/l. The patient sample was retested on both the same analyzer and on another cobas analyzer. The repeat chloride result from the same analyzer was 137 mmol/l. The chloride result from the other cobas analyzer was 138 mmol/l. The initial results were not reported outside of the laboratory. The repeat results from the same instrument were deemed to be correct and were reported outside of the laboratory. There was no adverse event. The sodium electrode lot was g8552 with an expiration date that was requested but was not provided. The chloride electrode lot was v0261 with an expiration date that was requested but was not provided. The field engineering specialist was unable to determine a specific root cause. He bleached the flow path line. He ran activator through the flow path line. He verified the system by running multiple ise checks and a precision study. The customer ran calibration and control testing with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The customer confirmed that there have been no further issues.